Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("significant pain"), menorrhagia ("menorrhagia"), device expulsion ("migration of essure device location of device: moving into uterus/expulsion of essure device") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("extreme cramping"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), anaemia ("anemia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), loss of libido ("hormonal changes describe: no interest in intercourse"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and bladder pain ("bladder pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, hysterectomy (full)/oophorectomy (one side removal of ovary) and complete hysterectomy with removal of the essure devices/oophorectomy (one side removal of ovary)). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the pelvic pain, device expulsion, genital haemorrhage, abdominal pain lower, dyspareunia, fatigue, anaemia, vaginal haemorrhage, loss of libido, female sexual dysfunction, migraine, headache, dysmenorrhoea, weight increased and bladder pain outcome was unknown. The reporter considered abdominal pain lower, anaemia, bladder pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: because of the requirement to undergo multiple surgical procedures including a complete hysterectomy with removal of the essure devices she has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.9 kg/sqm. Hysterosalpingogram - in 2007: total bilateral occlusion. On an unknown date, following implantation of essure patient underwent hsg test. Most recent follow-up information incorporated above includes: on 7-dec-2018: pfs received: new events: menorrhagia, migration of essure device location of device: moving into uterus/expulsion of essure device, abnormal bleeding (vaginal), hormonal changes describe: no interest in intercourse, apareunia (inability to have sexual intercourse, migraines, headaches, dysmenorrhea (cramping), weight gain, bladder pain, new reporter, patient details, other relevant history, lab data were added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("significant pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("extreme cramping"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and anaemia ("anemia"). The patient was treated with surgery (complete hysterectomy with removal of the essure devices). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, dyspareunia, fatigue and anaemia outcome was unknown. The reporter considered abdominal pain lower, anaemia, dyspareunia, fatigue, genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: because of the requirement to undergo multiple surgical procedures including a complete hysterectomy with removal of the essure devices she has been left with serious injuries. Diagnostic results: on an unknown date, following implantation of essure patient underwent hsg test. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.